Event description:
The sales rep discovered during the patient's left hip revision that a previous revision had taken place. The rep reported that the previous surgery was for infection but was performed out of state and he does not have further information.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.